Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding troubleshooting of alarms and performing rinseback. Nxstage medical considers this report closed.

Event description:
A power failure occurred in the building at the beginning of a routine hemodialysis treatment. The operator was unable to continue treatment and did not perform manual rinseback as directed in the user's guide, resulting in an estimated blood loss of 190cc. No medical intervention was required.